Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported the patient experienced dizzy spells and the device could not be interrogated. There was no telemetry and it was reported the device was 'completely not working'. The device was explanted and replaced. No patient complications have been reported as a result of this event.